Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a asymptomatic patient presented with noise that was believed to be caused by the device. The device image was reviewed which showed right ventricular lead noise. Noise was also seen on the atrial channel that were not over sensed.

Event description:
New information received on may 23, 2018, indicates that the device and leads were explanted. The leads were reversed in the header. No further information was received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.